Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, initially indicating over 80 units when 120 units were anticipated. There was no reported adverse impact to the customer¿s blood glucose level. The caller, guided by technical support, tried several steps such as disconnecting the site to deliver a bolus and reloading the cartridge, which still displayed incorrect estimates. Technical support instructed the caller to load a new cartridge and replace the pump and cartridges, as the original ones were found faulty. Caller was informed about backup therapy using mdi and instructed to return the problematic pump using a pre-paid label. The caller was also guided on putting the pump into storage mode before returning it and a replacement was organized.